Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate. It was found after placement and after no urine flow . When the user tried to deflate the catheter balloon only 2 ml of water would aspirate, the catheter was cut and additional water came out, but the catheter still could not be removed. The catheter was removed through minor surgical intervention. Per additional information from the ibc via email 03feb2020, the balloon was burst using a flexible cystoscopy and there was no missing pieces to the burst balloon.

Event description:
It was reported that the catheter balloon was difficult to deflate. It was found after placement and after no urine flow . When the user tried to deflate the catheter balloon only 2 ml of water would aspirate, the catheter was cut and additional water came out, but the catheter still could not be removed. The catheter was removed through minor surgical intervention. Per additional information from the ibc via email 03feb2020, the balloon was burst using a flexible cystoscopy and there was no missing pieces to the burst balloon.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.